Event description:
Customer was reported the insulin pump alarmed no deliver during a bolus. Customer's blood glucose was 97 mg/dl. Customer was advised to disconnect at the quick release. Customer performed fixed prime and the insulin did exit. Customer was advised to change the entire infusion set. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.